Event description:
It was reported by our technician that the bed show issues with the fowler system. The head tube is twisted and it's blocking the elevation of the fowler. According to our technician, the failure appears when the elevation and descending system is activated in a manually way. This situation happened in a demonstration of the technician to one customer. There was no pt involvement or any adverse events.